Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: since the device was not returned, no analysis was possible. No information was provided on the shell into which assembly of the liner was attempted. It is unk if the surgical technique was followed which states "warning: if the ceramic insert is not uniformly seated before impaction, the insert edge may fracture when impacted". Given the information provided, a definitive cause for the experience of liner fracture cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the liner cracked as it was being implanted into the cup. Another liner was implanted.